Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after insertion of farawave catheter air bubbles appeared in the sheath and aspirating syringe. Only the farawave was inside the sheath when air was observed. Guidewire was at the tip of farawave when air was observed. A pressure bag was used for irrigation. No leak or air in patient was seen. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is expected to be returned for analysis.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified surface irregularity on the outer face of the external valve and a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the atrial fibrillation ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after insertion of farawave catheter air bubbles appeared in the sheath. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product was received for analysis. It was further reported that bubbles were seen in the aspirating syringe. Only farawave was inside the sheath when air was observed. Pressure bag was used for irrigation. No leak or air in patient was seen. Guidewire was at the tip of farawave when air was observed.